Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the surgeon wanted to use the hp052 instrument and when the shears were hooked up to the luke handpiece, the generator emitted a steady tone. All the troubleshooting procedures were followed and the steady tone remained. There was no consequence to the pt.